Manufacturer narrative:
Evaluation of the returned smart coil revealed an offset coil wind on the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may encounter and damage such as offset coil wind may occur. During functional testing, the smart coil was able to advance through its introducer sheath without an issue, then the smart coil was advanced through a demonstration microcatheter with resistance due to the kinks in the pusher assembly. The kinks in the pusher assembly were likely incidental to the complaint and may have occurred during packaging for the return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula using penumbra smart coils (smart coils), a non-penumbra microcatheter, and a guidewire. During the procedure, twenty-two non-penumbra coils were implanted into the target location. While advancing a smart coil through its introducer sheath into the microcatheter, the coil became stuck in the hub. Therefore, the smart coil was removed. The procedure was completed using eight additional smart coils, ten other coils, and the same microcatheter. There was no report of an adverse effect to the patient.